Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6) was not working during the resuscitation attempt of a patient in cardiac arrest. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) failed to function was not confirmed during the functional testing. The autopulse platform functioned as intended during the testing. The autopulse platform passed the functional testing without error or fault. The reported complaint was not reproduced during the testing, and the platform functioned as intended. Zoll is awaiting customer approval for service repair.